Event description:
The patient reported going to the dentist for a cleaning and the dentist indicated there are dental complications from using byte aligners and to stop using them.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.